Manufacturer narrative:
Heartsine technologies ltd has received the device for evaluation. We will communicate our findings regarding the cause of this event in our final report. Heartsine contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device failed to power on during a patient involved event. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Heartsine's investigation was unable to determine the root cause of the reported fault. The event memory had been erased prior to receipt at heartsine, therefore there was limited data to review. However, the investigation was able to confirm that the device cycled between "pads on" and "pads off" comments during a patient involved event. The device also appeared to power off using the normal shutdown sequence. No fault was found on the 350p that would have led to an unstable patient impedance measurement. The device correctly measured patient impedances and delivered shocks to specification throughout the investigation. The device shall be retained by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device failed to power on during a patient involved event. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.